Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose result was 165mg/dl (in the reported issue notes this was the only result provided and it states that the other result was unknown). Tests were done within less than 10 minutes with a difference of greater than 20%. Patient did not experience any adverse events. No further information has been reported.